Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) failed atrial-ventricular interval testing. It was indicated that several screws and screw holes were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) failed atrial-ventricular interval testing. The epg was returned for service. There was no patient involvement.